Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported right ventricular failure could not conclusively be established through this evaluation. The account communicated that the patient was transplanted. The transplant was not routine, the patient required dual inotrope (right ventricular failure). The device will reportedly not be returned for evaluation. No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further details were provided. Heartmate 3 lvas, serial number (B)(4) was not returned for evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transplanted on (B)(6) 2019. The transplant was reported as not routine. Reportedly, the patient was accelerated on the transplant list due to required dual inotrope (right ventricular failure) and lvad. The device would not be returned for evaluation.